Event description:
New information received notes that the lead was explanted.

Event description:
It was reported that the patient presented to clinic due to a patient alert for high, out of range high voltage lead impedance. The high voltage lead impedance had been increasing since implant and was reproducible with manipulation. The patient elected against a revision procedure. The svc coil was programmed off. Patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.